Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. The customer indicated that the devices regained connection and declined further assistance from tandem technical support and declined to provide further information regarding the issue.